Manufacturer narrative:
A ge service representative performed an on site investigation. The thermistor was replaced during the service call.

Event description:
The customer reported that the 9600 system had black sports on the screen. No pt injury was reported.